Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarms noted during testing. Insulin pump had no moisture damage on battery tube and vibrator assembly. During visual inspection, found moisture damage on the electronics and motor assembly. Insulin pump had a cracked case on lcd display window corners, scratched lcd display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he fell into a pool and the insulin pump got wet. He stated that he got out immediately, removed the battery and let it dry but the device is still alarming button error. Blood glucose 305 mg/dl. Nothing further reported.